Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had low blood glucose value. The customer's blood glucose value was 53 mg/dl. Customer reported they did not receive a sensor updating alert. Customer reported they did not receive a calibration not accepted alert. Customer reported they did receive a change sensor alert. The insulin pump will be returned for analysis.